Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported having surgery done in 2009 and having trouble ever since. Stated he would have his knee cleaned instead of replacement surgery.

Event description:
Patient reported having surgery done in 2009 and having trouble ever since. Stated he would have his knee cleaned instead of replacement surgery. Update per patient: I had mine done in 2009 and been having trouble every since, if I had known I would've let them clean it up instead of replacement. If you think you need knee replacement get it cleaned up. My left replacement still have problems, right got it cleaned up no problem. Patient in pain, popping noise and wears a knee brace.